Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient was changing the settings and was starting all over again. The patient was implanted for bladder control. The patient had stimulation off for a while due to irritable bowel syndrome (ibs) in (B)(6) 2016. While the implantable neurostimulator (ins) was off for 3 weeks the patient¿s urinary symptoms were fine and they only had to get up 4 to 5 times a night. When the ibs calmed down the patient turned their ins back on. Two days later, they noticed they couldn¿t sleep on (B)(6) 2016 and it wasn¿t helping with their symptoms. The patient was getting up more now than when they had the stimulation off and their urinary symptoms got worse. The patient had to get up 7 to 9 times a night. The patient was on program 4 at 1.6v and increased to 1.8v. The patient had to turn it off the next morning because stimulation was too strong and irritating. Then the patient turned it back to 1.7v the next day and was still getting up at night. This was due to a sudden change in therapy or symptoms. The patient wanted to know what to do next. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.